Manufacturer narrative:
Philips received a complaint from the customer on the v60 indicating that the device alarmed and getting error code 1203 alarm message: low leak ¿ co2 rebreathing risk message. It was confirmed that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: reporting address line 1: (B)(6) reporting institution phone: (B)(6) reporter phone number: (B)(6)

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting error code 1203 alarm message: low leak ¿ co2 rebreathing risk message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.